Event description:
A user facility has reported that a hemodialysis pt has a blood leak in the tubing set during treatment. Estimated blood loss was 20 ml. During pt treatment blood was dripping from the arterial segment after the blood pump. It was the red connector for the heparin line. Facility healthcare professional reports the pt suffered no ill effects and did not require any medical interventions. There is no sample available for eval.

Manufacturer narrative:
Medical records requested but not received to date. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.